Event description:
It was reported that a malfunction code, malf 1, appeared on the customer's device. This event did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to call back if the issue reappeared and was advised that they could continue using the pump.